Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm tip-up fenestrated grasper instrument remained closed. The system was in error mode and the instrument had to be opened using an instrument release key (irk). The procedure was completed with no reported injury.